Manufacturer narrative:
Follow-up submitted with evaluation results. Further investigation determined there was an issue with the scale being inaccurate and not the power cord as initially reported.

Event description:
It was reported by repair work order that the scale was inaccurate due to a faulty load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the power cord had to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.